Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Photographic analysis ==> one photo was provided; the picture shows a staple line on tissue. Some missing staples are detected. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a sleeve gastrectomy after firing the device the staples on the outer most line are missing. It is unknown how the procedure was completed and there were no patient consequences reported.